Event description:
It was reported that the stent was difficult to position and was removed. A wallflex biliary transhepatic stent was selected for use to treat pancreatic head conditional obstructive jaundice. Percutaneous access was achieved via a peripheral bile duct of the fifth segment. The wallflex biliary transhepatic stent was advanced to cover a section of biliary stenosis. However, the stent position was not optimal as it covered a bile duct. An unsuccessful attempt was made to recapture the stent using the distal loop, however, it was noted that the stent was damaged and had folded upon itself. A percutaneous transluminal angioplasty (pta) balloon was used to re-open the stent. An external-internal biliage drainage was placed through which the stent was removed. A new stent was placed and the procedure was successfully completed. There were no patient complications reported.